Manufacturer narrative:
There was no button error alarm on the insulin pump. The esc button did not respond due to corroded keypad trace. The device had minor scratches on the display window, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they received a button error alert and were unable to clear it. Customer's blood glucose reading was 149 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was returned an evaluated by the manufacturer on the initial report. Corrections have been made to section h3 on this report.